Event description:
The reporter contacted animas on (B)(6) 2014, reporting that the patient had been off of pump since (B)(6) 2013, because the patient ended up giving the wrong amount of insulin and their blood glucose (bg) went down to 18mg/dl. The patient was found in bed passed out. The patient went to the ER. There is no additional information at the time of this report. This report is being made due to hypoglycemic event tha patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On (B)(6) 2014 the reporter contacted animas to follow-up on the initial call and provided additional information regarding the alleged hypoglycemic incident. The reporter noted that the patient has dementia and that on (B)(6) 2013 he had noticed the patient pushing buttons on the pump and he became concerned. The reporter stated that the patient had over-bolused and was taken to the hospital and was admitted, but he could not provide details of treatment. The patient was reportedly discharged from the hospital on (B)(6) 2013 and was in an inpatient rehabilitation facility for a week after discharge from the hospital. The reporter stated that the patient was on injections for management of diabetes, but that he and the patient¿s healthcare provider (hcp) wanted the patient to resume the pump. The patient was off the pump at the time of follow-up per hcp orders due to the patient¿s cognitive status. The reporter requested education on the pump so he could assist the patient in resuming pump therapy. The pump was unavailable for troubleshooting at the time of follow-up.